Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2015 for further investigation. During the investigation the fse found wash probes were loose and verified substrate delivery thru valve operation. The fse ran acid thru the substrate lines to decontaminate it followed by 60 replicates of total t 3 assay with no errors. Instrument is functioning as intended and was released. The most probable cause for this event is contaminated substrate line. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On the (B)(6) 2015 the customer reported receiving dl flags on all of there quality controls samples. The customer states that this is been an ongoing issue and that the field service engineer is aware of the issue. The technical service group (tsg) had the customer replace the substrate solution, reposition the tubing within the solution bottles but the issue still existed. The customer is seeing the dl flags with substrate that was perpared the day before and other substrate solution that was prepared the same day of the event. Customer requested service in order to address the reported issue which resulted in delayed reporting of results for e2, lh and pth. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.